Event description:
It was reported that the pt has a 13.5 diopter implantable collamer lens model micl 13.2 mm in their eye and is experiencing starburst flashes when their eye dilates at night. However, the alphagan drops they use to constrict the pupil at night seems to help reduce the condition. It was reported that the pt's eye appears quiet and normal and on the last post operative visit their visual acuity was 20/20 uncorrected.

Manufacturer narrative:
A lens serial work order search was performed for similar complaints within the search and no similar complaints were found.